Event description:
It was reported that the customer experienced a low blood glucose (bg) level, specific value was not provided. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer was hospitalized to address bg. Customer declined troubleshooting. No additional information was able to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.